Manufacturer narrative:
Examination of the returned devices confirms the reported event of impactor tip breakage. The returned devices were forwarded to depuy material science for evaluation (B)(4). On the basis of these observations, the insert was fractured as a result of high stress low cycle reversed bending fatigue crack initiation and propagation. No material defects were observed in the insert that could have contributed to fracture initiation and/or propagation to failure. Based on the performed investigation rective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This report, 1818910-2014-28382, was sent in error. There was no malfunction for the reported product. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Threads of the cup inserter broke off into the acetabular cup during implanting.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.